Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported experiencing low blood glucose readings of 32 mg/dl and was treated with juice and glucose tablets. The drive support cap and all settings were noted to be normal. Customer also stated that there was a scratch on the display of the insulin pump making it difficult to read. Customer also mentioned that the buttons on the insulin pump were unresponsive. Customer's blood glucose reading at the time of the call was 107 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump communicated properly with the glucose sensor simulator and transmitter. No calibration anomaly was noted. The insulin pump had minor scratches on the display window. No damage was noted on the display glass. The insulin pump had intermittent button response due to moisture damage on the keypad traces.